Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, the inner shaft broke 1.02 inches from the distal end of the inner hub. There were biological contaminants on the outside diameter of the outer tube and the inside diameter of the inner cutter. The outer tube was bent at the proximal end where the tube connects to the outer hub. There were striations on the outside diameter of the inner shaft at the break point. There was no damage to the distal tip. Functional testing could not be performed due to the broken state of the device. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-op, when the doctor installed the blade into the handpiece for testing, it was shaking. The doctor tried to reinstall the blade but still had obvious shake. Finally, the doctor changed a new blade and the blade could function normally. There was no patient involvement.